Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the indwelling needle¿s catheter was broken. The indwelling needle was replaced immediately. The following information was provided by the initial reporter, translated from (B)(6) to english: when conducting intravenous indwelling for the patient, it was found that the indwelling needle¿s catheter was broken, and the indwelling needle was replaced immediately.